Event description:
It was reported during a pavilion oncology in the transitional care unit, by nurse stating that experiencing ail alarms twice with no visible air noted in the IV tubing on (B)(6)2022. Medication was ondansetron 16mg, dexamethasone 10mg in 0.9 nacl 50ml over 15 minutes. She replaced the module with no further ail alarm issues. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex a, g codes.

Event description:
It was reported that in the transitional care unit in the oncology pavilion, the clinician experienced air in line alarms twice with no visible air noted in the IV tubing. Medication was on dansetron 16mg, dexamethasone 10mg in 0.9 nacl 50ml to be delivered over 15 minutes. The module was replaced with no further air in line alarm issues. There was patient involvement but no harm.